Event description:
Information received indicates the bed has no up or down head functions manually or electrically.

Manufacturer narrative:
The technician found contamination in the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.